Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to recognize ECG) has been confirmed. Upon investigation the monitor failed a detect and treat and ECG recognition test. The cause for the failure was isolated to a defective k700 component on the computer/analog board. The root cause for the defective k700 could not be positively identified. No adverse event resulted from the damaged monitor.